Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated they were able to resolve the issue by changing out the infusion set. The customer's blood glucose was 400 mg/dl the day prior. The customer declined to troubleshoot. Customer was advised to call back if the issue persisted. The insulin pump will not be returned for analysis.